Event description:
It was reported that the patient was involved in a motor vehicle accident that the treating physician believed was due to hypoglycemia while using the ilet bionic pancreas. Symptoms included hypoglycemia. Outcomes included an impact consistent with an adverse event. Investigation included internal case review and outreach for additional information. Investigation of this case revealed that the cause and device contribution remain unclear, with no device malfunction or alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.